Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (50 mg/dl). Reportedly, the customer attempted to set a temporary basal rate for less than 0.1 units per hour, however the pump does not deliver less then 0.1 units. Subsequently the customer received more insulin than they wanted. Customer ate carbohydrates to address low bg levels. In addition, it was reported that the pump is intermittently unresponsive. During troubleshooting with tandem technical support, the touchscreen was functioning as intended.